Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: tgu454515/11741553. The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include death. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with two conformable gore® tag® thoracic endoprostheses. It was reported that on (B)(6) 2014, the patient expired. The cause of death is unknown.